Event description:
Fasttrak peg placed, and it tracked out of the stomach. An abscess occurred, which required surgery.

Manufacturer narrative:
A complaint history review of lot #43hqa073 showed no other product complaints of similar nature. The complaint is inconclusive, since the product was not returned for eval.